Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No insulin flow blocked or pump error 63 alarms noted during testing. However, confirmed pump alarmed insulin flow blocked alarm on 10/05/2024 07:26:00.000 in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained serial number label, corroded battery tube, corroded motor home switch. Please see below for the boluses listed on the event date 09-oct-2024 in the pump history file. 10/09/2024 06:53:23.000 normalbolusdelivered (220) systemtime = 10/09/2024 06:53:23.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 39000 (3.9 u) 10/09/2024 12:01:29.000 normalbolusdelivered (220) systemtime = 10/09/2024 12:01:29.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 46250 (4.625 u) 10/09/2024 15:02:53.000 normalbolusdelivered (220) systemtime = 10/09/2024 15:02:53.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 55500 (5.55 u) 10/09/2024 19:51:57.000 normalbolusdelivered (220) systemtime = 10/09/2024 19:51:57.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 35000 (3.5 u) 10/09/2024 21:01:11.000 normalbolusdelivered (220) systemtime = 10/09/2024 21:01:11.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 25500 (2.55 u) 10/09/2024 21:52:17.000 normalbolusdelivered (220) systemtime = 10/09/2024 21:52:17.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 51000 (5.1 u) 10/09/2024 22:42:57.000 normalbolusdelivered (220) systemtime = 10/09/2024 22:42:57.000 bolusprogrammingmethod: boluswizard (1) bolusamountdelivered: 18000 (1.8 u) pump passed functional testing and no insulin flow blocked or pump error 63 alarms noted during testing. Possible over delivery anomaly, pump error 63 and insulin flow blocked alarms were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), possible under delivery anomaly, no delivery/occlusion alarm. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1810. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Mmt-1810 was requested and customer response was the device will be returned.